Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with blood glucose of 53 mg/dl at the time of the incident. The customer was at 118 mg/dl at the time of admission, and 465 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and the customer will monitor the pump. The customer is a brittle diabetic. The customer has had lows of 43 mg/dl and highs of 464 mg/dl. The customer over bloused to treat a high. The insulin pump will not be returned for analysis.